Event description:
Customer stated, "the client said it wasn't heating up. She removed the pad from the client and gave them a different one. She then plugged it in again to testing it and it was throwing sparks. Then she unplugged right away." The product was returned for investigation. The customer did not seek out medical attention. The customer did not claim any injury. The investigation found that there was a cut on the cord at the butterfly. This is likely due to excessive flexing of the cord near the butterfly. The pad also showed other signs of misuse. The pad was being folded and layed on during use. IFU states "do not sit on, lie on, or crush pad. Avoid sharp folds."